Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral (sfa) artery. A 2mm x 20mm x 142cm coyote es was advanced for pre-dilatation. However, during third inflation at 8 atmospheres for 30 seconds the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient status was stable.